Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown, device not seen") and menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure (batch no. 641434, 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and c-section in 2009. Concurrent conditions included drug hypersensitivity, urticaria localised, itching, uterine bleeding, anxiety, depression and smoker. Concomitant products included eugynon (seasonique) for birth control as well as cyclobenzaprine hydrochloride (flexeril) since 2017 and lamotrigine since 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced abdominal pain lower ("severe cramping") and allergy to metals ("allergic reactions associated with nickel allergy"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain, pelvic"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, abdominal pain lower, allergy to metals, vaginal haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: two to three trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: device not seen. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, dysmenorrhea. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, concomitant disease and medication, new events vaginal haemorrhage, dysmenorrhea and pelvic pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown, device not seen") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. 641434, 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and c-section in 2009. Concurrent conditions included drug hypersensitivity, urticaria localised, itching, uterine bleeding, anxiety, depression and smoker. Concomitant products included eugynon (seasonique) for birth control as well as cyclobenzaprine hydrochloride (flexeril) since 2017 and lamotrigine since 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, 6 years 8 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain, pelvic"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abdominal pain lower ("severe cramping") and allergy to metals ("allergic reactions associated with nickel allergy"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, abdominal pain lower, allergy to metals, vaginal haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: two to three trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: device not seen. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, dysmenorrhea. Lot number: 619695 man date: 2009-02 exp date: 2012-02. Lot number: 641434 man date: 2009-05 exp date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.